Event description:
Shortly after a fall, the pt reported charging issues between the implant and the external equipment. The physician assessed the pocket site and decided to replace the implant. The pt was implanted with a new boston scientific spinal cord stimulator.